Event description:
It has been reported the pt has been experiencing a stinging and a burning sensation at the ipg pocket site whether stimulation is in use or not. The pt also reported the ipg also becomes hot. The pt is working closely with her physician to determine the next course of action. Surgical intervention will be considered to address the issue.

Manufacturer narrative:
This ipg serial number is included in field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.